Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following a bioprosthetic valve-in-valve implant, moderate paravalvular leak (pvl) was observed. Six days following the valve-in-valve implant procedure the patient died due to multi-factoral acute kidney injury and cardio-respiratory arrest. The death was reported as possibly related to the valve and procedure.